Manufacturer narrative:
Hitachi received a complaint from the customer site regarding the prosound f75 ultrasound system on (B)(6) 2020. The site reported that the system was not booting up correctly during a procedure on (B)(6) 2020. The patient was under anesthesia during the troubleshooting process. The staff was unable to boot up the system so the procedure was cancelled. Hitachi service received the call and dispatched an engineer to the site. The engineer replaced the hard drive and operation panel control. The system was operating as intended after the service call. The failed parts will be returned to hitachi and investigated in the lab. The results are pending investigation. Hitachi qa/ra contacted multiple health care professionals at the site on multiple occasions but the site did not disclose any patient or event/procedure information.

Event description:
On (B)(6) 2020 hitachi received report of a cancelled procedure. The site was using the f75 ultrasound.

Manufacturer narrative:
On november 10, 2020, root cause investigation was concluded. Details of investigations are as follows: the returned operation panel and hdd were investigated. It was suspected that a cpu board failure resulted in a manual forced system shutdown. The system was unable to reboot due to a hdd internal logic error. It was determined that the cpu board failure was a random component failure that did not require remedial action. During a retrospective review, it was discovered that the investigation was ongoing at the time of the initial MDR, and the investigation results had not been reported to FDA. As such, a supplemental MDR is being submitted at this time.